Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Although there is no indication that a malfunction of the srm device occurred, the cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported after a transcarotid artery revascularization (tcar) procedure, the patient experienced stroke that included left sided weakness, hypertension to 200 mmhg and controlled fall. The patient required inpatient rehabilitation before discharge. A computed tomography angiogram (cta) displayed patent stent, no signs of embolus and bleeding. The patient's condition is stable.